Event description:
The user facility reported that on friday, 5 aug 2022, the patient underwent percutaneous coronary intervention (pci) of the circumflex (cx). Hemostasis was successfully achieved by the angio-seal device involved, and no problem was noted at that time. On saturday, (B)(6) 2022, the doctor of the cardiovascular medicine department performed pci of the right coronary artery (rca) to the patient using impella and percutaneous cardiopulmonary support (pcps). The puncture site of a pcps cannula was about 2 cm proximal to the puncture site of the angio-seal device the day prior; however, when the cannula was inserted, there was bleeding from the puncture site of the angio-seal device, which became like a hematoma. The puncture site was treated by using hemostatic cotton to cope with the problem. On sunday, (B)(6) 2022, the doctor of the cardiovascular surgery department surgically removed the collagen and anchor. It is unknown whether a pre-deployment angiogram was performed. The size of the sheath ancillary used, the puncture site, and the vessel diameter are unknown. The patient's condition was unknown. The blood loss volume was unknown. The bleeding occurred out of the procedure room. A hematoma was present. No equipment or other devices were used with the involved product.

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Device manufacture date: unknown due to unknown lot number. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for post deployment complications based on the complaint allegation. Based on the information given in the complaint, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).